Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Samples which could contain low quantity of viral material are expected to generate wavering results from run to run. Because there are various strains of flu b, it is possible the strains tested for by the liat are not the same ones tested for by the state lab instrument. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for two patient samples tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system. The customer reported they identified on (B)(6) 2021 two patients that generated sars-cov-2 negative, influenza a negative and influenza b positive results. Both patients¿ same samples were sent to the state lab for testing that generated sars-cov-2 negative, influenza a negative and influenza b negative results for both patients¿ samples. The state testing method and platform were not provided. Patient sample was collected using nasopharyngeal with bd viral transport media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each patient as per FDA guidance.